Event description:
It was reported that a shaft break occurred. The 75% stonosed target lesion was located in the severely calcified and moderately tortuous left anterior descending artery (lad). During the procedure, a 8 x 2.50 promus premier select was used and the shaft broke at about 15 cm from the distal end. No shaft part was inside the patient. The procedure was completed with another of the same device and the percutaneous transluminal coronary angioplasty (ptca) was finished successfully. No patient complications were reported in relation to this event and the patient status was fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: p select ous mr 28 x 2.50mm distal portion of the stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od(outer diameter) was measured using a snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a break 21cm distal to the distal end of the strain relief. Multiple kinks were also noted. The mid-shaft section was detached and not returned. A visual and tactile examination of the mid-shaft, outer and inner lumen of the shaft polymer extrusion found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a shaft break occurred. The 75% stonosed target lesion was located in the severely calcified and moderately tortuous left anterior descending artery (lad). During the procedure, a 8 x 2.50 promus premier select was used and the shaft broke at about 15 cm from the distal end. No shaft part was inside the patient. The procedure was completed with another of the same device and the percutaneous transluminal coronary angioplasty (ptca) was finished successfully. No patient complications were reported in relation to this event and the patient status was fine.